Event description:
It was reported that the unit was running while in the off position.

Manufacturer narrative:
The product was returned for investigation. The reported failure could not be confirmed. The product was connected to a crossfire console and subjected to functional testing. No issues were noted. The motor and cable assembly of the product were both subjected to hi pot testing. No failures occurred. The product was disassembled and the internal parts were visually inspected. There were no signs of water ingress or corrosion present on the membrane switch, motor connector port, or cable assembly connector. In sum, the customer complaint could not be confirmed. The failure mode will be monitored for future reoccurrence.